Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr. Device. The device was deployed and one needle missed the barrel. The physician removed three of the needles before he noticed that the forth was missing. As a result, needle back down was not possible. He inserted a hemostat through the dermatotomy and retrieved the fourth needle. The device was removed and a second device was inserted for successful closure. The pt recovered without incident.